Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unknown location. The customer was hospitalized on an unknown date. The cause of death was not specified but connected to over delivery, seizure, loss of consciousness, and hospitalization. It is unknown whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The next of kin retained possession of the pump and supplies as there is a pending legal action. It is unknown if the insulin pump will be returned for analysis.